Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to dizzyness. A download of the device data and a device interrogation was performed. A review of the presenting patient data showed suspected loss of capture on the right ventricular (rv) channel. A review of the data was performed by a boston scientific technical services consultant who discussed that there was evidence of intermittent loss of capture. Additionally, the threshold measurements had increased and were measuring about the same as the device output. The consultant recommended increasing the output on the rv channel. An x-ray was performed and there was no evidence of damage to the lead or lead dislodgement. A revision procedure was performed and the lead and device were removed from service and replaced. No additional adverse patient effects were reported.